Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97792, lot# n522591, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) there was a loss of paresthesia and a shifted lead. The hcp ordered an x-ray of the lead which confirmed the lead had shifted right. What led to the event was that the patient fell shortly after implant. Planned interventions include a revision that will be performed in the near future, but the date was unknown at the time of the report. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive with no injury. If additional information is received, a follow-up report will be sent.

Event description:
The consumer reported that they had a new lead replaced. The patient didn't have coverage on the left side due to their previous lead that was shifted and explanted. Multiple programs were also set up for the patient.